Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that a homechoice cassette was broken which led to the alarm. There was damage in the body of cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. A visual inspection with the naked eye noted a crack on the cassette. The reported condition was verified. The cause of the crack could not be determined. Twelve (12) retention samples were evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.